Event description:
It was reported that the patient experienced a low blood glucose of 58 mg/dl while using the ilet pump on the second day of therapy, which was treated with oral carbohydrate (coke) and returned to 85 mg/dl; the cause was unclear and no device component issue was identified. Symptoms included hypoglycemia and headache. Outcomes included classification as a serious injury/illness/impairment and an unexpected medical intervention in the form of medication/carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to establish a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.